Event description:
Subsequent to the initial MDR, a correction was updated on 12/15/2023. It was reported that sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced a sensor failure which occurred 3 days after the sensor had been inserted into the abdomen. On (B)(6) 2023, the patient¿s parents were out of town and had not been receiving any alerts on the follow app for their daughter. Upon coming back into town, the patient¿s parents went to check on her and noticed that there was a sensor failure error on her cgm device, which explained why the patient¿s parents had not been receiving any alerts on the follow app. It is unclear for how long the sensor was in the error state. A short time after discovering the sensor failure, the patient began seizing (lasted for 10 minute). The patient¿s parents tested the patient¿s bg meter reading which was 29 mg/dl. They treated the patient with ¿2 glucose gums¿ and called 911. Once the paramedics arrived, the patient¿s bg meter reading was 69 mg/dl. At this point, the patient was able to drink a regular coke. The patient was not transported to the hospital. The patient was fine at the time of the report. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced a sensor failure which occurred 3 days after the sensor had been inserted into the abdomen. On (B)(6) 2023, the patient¿s parents were out of town and had not been receiving any alerts on the follow app for their daughter. Upon coming back into town, the patient¿s parents went to check on her and noticed that there was a sensor failure error on her cgm device, which explained why the patient¿s parents had not been receiving any alerts on the follow app. It is unclear for how long the sensor was in the error state. A short time after discovering the sensor failure, the patient began seizing (lasted for 1 minute). The patient¿s parents tested the patient¿s bg meter reading which was 29 mg/dl. They treated the patient with ¿2 glucose gums¿ and called 911. Once the paramedics arrived, the patient¿s bg meter reading was 69 mg/dl. At this point, the patient was able to drink a regular coke. The patient was not transported to the hospital. The patient was fine at the time of the report. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.